Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5551-l-350, lot# lbo624, description: triathlon-asymmetric patella a35mm (s/I) x 10mm. Cat# 5530-p-509, lot# lbn277, description: triathlon-cr tibial insert #5-9mm. Cat# 5520-b-500, lot# skh3b, description: triathlon-prim tib baseplate usae mold # 1434. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported, "infection knee. E-col".